Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. Mr indicated patient experiences flank pain (right sided back pain). Several of the filter legs appeared to have penetrated the ivc and lie immediately posterior and anterior to the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation.¿ images were not provided. Medical records were provided and reviewed. Approximately three years post deployment, patient experiences flank pain. CT scan revealed that several of the filter legs have appeared to be penetrated the ivc wall. Therefore, the investigation is inconclusive for the filter limb perforation of the ivc wall, as the medical record states that "several of the filter legs appeared to have penetrated the ivc and lie immediately posterior and anterior to the abdominal aorta." Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years post deployment, patient experiences flank pain. CT scan revealed that several of the filter legs have appeared to be penetrated the ivc wall and lies immediately to the anterior and posterior abdominal aorta. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years post deployment, patient experiences flank pain. CT scan revealed that several of the filter legs have appeared to be penetrated the ivc wall. Therefore, the investigation is inconclusive for the filter limb perforation of the ivc wall, as the medical record states that "several of the filter legs appeared to have penetrated the ivc and lie immediately posterior and anterior to the abdominal aorta." Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. Mr indicated patient experiences flank pain (right sided back pain). Several of the filter legs appeared to have penetrated the ivc and lie immediately posterior and anterior to the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.